Event description:
The surgeon stated that the clamp/ jaw portion of the forceps bent while inside of the patient, the forceps and endoscope was then removed from the patient. The clamp/ jaw of the forceps had to be broken in order to remove the device from the endoscope.